Manufacturer narrative:
The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Date of event is estimated.

Event description:
It was reported that the patients lead was not in the correct position during post-op imaging. It is unknown if the lead migrated or was placed in the wrong location. Surgical intervention was undertaken on (B)(6) 2023, where the lead was repositioned. Therapy was restored post-op.